Manufacturer narrative:
UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse tends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00257.

Event description:
This is 2 of 2 reports. A customer reported that the rocker arm of the a3059 mayfield composite series skull clamp was getting stuck in the unlocked position when pressure was applied. The rocker arm no longer rotates or was very difficult to rotate in the unlocked position once it has been placed on patient. There was no known patient injury or delay in surgery.